Manufacturer narrative:
(B)(6).

Event description:
It was reported that during surgery, the device was pushing out the cassette, an assistant have to hold the cassette using gravity until the procedure was finished. The procedure was completed with no significant delay and no patient injuries.

Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was no relationship found between the subject device and the reported incident. A service assessment of the unit could not duplicate the reported failure, thus the complaint was not confirmed and the root cause could not be determined.